Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical product: 00875101036, wc xlpe liner, 61349741; 00408801226, versys epoch hip prosthesis femoral stem, 60567442; 00801803603, cocr femoral head, 61424879; 00625006535, bone screw, 61445397; 00625006520, bone screw, 61371944. Reported event was confirmed by review of medical records. According to the left hip exploration operative notes; the patient previously underwent a successful left hip replacement. The patient initially did well. The patient had an episode of left trochanteric bursitis, which got better and recurred. Dissection don to scarpa's fascia shows that there was evidence of fluid underneath. A large amount of fluid at least 30 ml was evacuated in this area. The fascia was intact. The fluid seemed to be accumulated outside of the hip joint. On the more lateral aspect of the hip, there was a significant proliferation of a mass. The underlying hip was exposed, the bursa was inflamed, and there was a lot of synovitides. Tissue was sent for pathology, which returned with no evidence of infection, with no neutrophils, but evidence of chronic synovitis. The inflamed synovium tissue was removed. The posterior hip capsule was intact with no additional fluid expressable from the hip joint. The fluid seemed to be coming from outside of the fascia. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant products: 00875101036, wc xlpe liner, 61349741. 00408801226, versys epoch fullcoat femoral stem, 60567442. 00801803603, cocr femoral head, 61424879. Customer has been indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2017 - 08090, 0001822565 - 2017 - 08091, 0001822565 - 2017 - 08092.

Event description:
It was reported that the patient was experiencing left hip recurrent effusions and trochanteric bursitis. Subsequently, the patient underwent irrigation, debridement, and open greater trochanteric bursectomy. Attempts have been made and additional information on the reported event is unavailable.

Event description:
It was reported that a patient experienced left hip recurrent effusions. The patient underwent a left hip exploration with irrigation and debridement due to fluid build up, pain, swelling, inflammation, and trochanteric bursitis. It was noted that the patient underwent cortisone shots after the initial total hip arthroplasty as a continuation of care every 4-6 months. Attempts have been made and no further information is available at this time.